Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. Customer also reported several other compromised force sensor system alarms were present in the alarm history. The customer's blood glucose was normal and did not require medical treatment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.